Event description:
It was reported that during the implant attempt of the right atrial (ra) lead the helix was slow to extend, requiring greater than 16 turns for fixation, despite 10 attempts by the physician. The lead became dislodged each time. It was noted, the patient was in permanent atrial fibrillation (af). The physician decide not to replace the atrial lead at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary-the full lead was returned in segments, analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated damage at implant.